Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of radiographs indicate flexible osteotomes utilized on anterior, posterior and along the calcar. Then utilized osteotome over the shoulder and disimpacted the stem. Noted perforation of the lateral cortex distal to vastus ridge. Subvastus approach to lateral femur. Made small split proximal and bent 3.5mm locking recon plate to contour to lateral femur and trochanter. Utilized 4 locking screws in greater trochanter for firm fixation, 3 cables. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-163667, m2a-magnum mod hd, lot # 042600, item # 15-103686, m2a-t univ 2-hole shl, lot # 285850, item # 15-105004, m2a-taper liner, lot # 809170.

Event description:
It was reported that a patient suffered perforation of the lateral cortex distal to the vastus ridge during a revision surgery. The surgeon decided to buttress this with a trochanteric plant late in the case. Attempts have been made, and no further information has been provided.